Event description:
It was reported that there was oversensing with noise on the right ventricular (rv) lead. Noise was noted on the electrocardiograms involving the rv coils and the tip and ring of the lead. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).